Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was deactivated due to dislodgement. The patient experienced twitching and the lead also exhibited loss of capture. The dislodgement was discovered via x-ray test. The plan is to reposition the lead and an echocardiogram was recommended to check the patient internal status. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was deactivated due to dislodgement. The patient experienced twitching and the lead also exhibited loss of capture and caused phrenic nerve stimulation. The dislodgement was discovered via x-ray test. The plan was to reposition the lead and an echocardiogram was recommended to check the patient internal status. This lead was repositioned and remains in service. No additional adverse patient effects were reported.